Event description:
Account reported they are getting high calcium results that repeat lower. The incorrect results were not reported. The field service representative was unable to determine a cause for the discrepant results.